Event description:
It was reported that during an angioplasty procedure, a balloon detachment occurred. The lesion being treated was located in a fistula in the arm, the angioplasty was successfully completed. While removing the bluemax balloon catheter, the balloon detached from the shaft at the proximal edge where the balloon meets the catheter. The physician did not encounter any resistance during removal of the balloon. The detached fragment was removed from the fistula using a snare device. No further patient complications were reported. Patient status is listed as "no harm."